Event description:
From staff: patient came in for a t3 bone biopsy for breast ca, t3 lesion? Malignancy - we used a 13g x 14cm arrow on control bone lesion biopsy system (lot# 33f25h0696). We obtained the first sample by going through the pedicle of t3. The radiologist pulled the needle out to place the specimen in formalin then used a new bone needle (same lot #) to obtain a second sample. He got that sample and removed the needle. We completed the exam by doing a CT of the affected area (standard practice) and the radiologist noticed that a piece of the first needle had broken off and is still embedded in the pedicle of t3. From radiology report: the coaxial needle was advanced with increments of few mm to target site using manual twisting. After the coaxial needle was anchored within the cortical bone, the inner biopsy device was advanced into the target lesion within the medullary bone. This was done manually for the 1st cm and then using a bone drill. After removal of the biopsy device the tip was noted to be frayed. A repeat imaging demonstrated a residual fragment of device stuck within the bone measuring approximately 1.5 cm. Measuring of the retrieved device demonstrated that the needle was 1.5 cm shorter